Manufacturer narrative:
Failure event observed during analysis. Final analysis found external abrasion breaching the optim sheath caused by friction to the device can. The silicone insulation underneath was undamaged.

Event description:
Related manufacturer report number: 2938836-2019-03230. This report is to advise of an event observed during analysis: abrasion to the optim sheath was noted on the right ventricular lead during analysis.